Manufacturer narrative:
Review of the available programming and diagnostic history.

Manufacturer narrative:
Date of event, corrected data: review of additional programming history showed that the faulted diagnostic test occurred on (B)(6) 2014. Serial #, lot #, other, corrected data: review of additional programming history showed that the faulted diagnostic test occurred on these products device manufacture date (mo/day/yr), corrected data: this field is being updated based on the obtained information about the suspect medical device.

Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance. Review of the available programming and diagnostic history showed that the patient¿s device was previously disabled on (B)(6) 2012; however, but was found to be programmed on following the system diagnostic test. The settings were indicative of an interrupted system diagnostic test. The patient¿s device was subsequently disabled. The high impedance was reported in manufacturer report # 1644487-2014-02103.

Event description:
Review of additional programming history showed that the faulted diagnostic test occurred on (B)(6) 2014.